Event description:
The patient's husband reported 'something went wrong with the device and lead". He said the patient had been lightheaded and fatigued, and is in 'a lot of pain'. The ipg and ventricular lead were replaced and no further patient complications have been reported. The lead was returned with a report of increased thresholds and increased impedance. (The ipg was returned with a report that the physician chose to replace it at the time of lead replacement.)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : no anomalies found; full lead returned. No anomalies found. Other: the patient's husband reported 'something went wrong with the device and lead". He said the patient had been lightheaded and fatigued, and is in 'a lot of pain'. The ipg and ventricular lead were replaced and no further patient complications have been reported. The lead was returned with a report of increased thresholds and increased impedance. (The ipg was returned with a report that the physician chose to replace it at the time of lead replacement.) Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications; device evaluated and alleged failure could not be duplicated. Impedance, high, high threshold.